Manufacturer narrative:
The power pca that was replaced was eventually returned to philips. Failure analysis identified a failed general self-test. All other self-tests were skipped and displayed as ¿not tested¿. The issue was traced to damaged pads/traces under burnt q5, q5 metal-oxide semiconductor field-effect transistor (mosfet) open, and sr1 magnetic bead missing.

Event description:
The customer originally ordered a replacement power pca without any indication of a malfunction. There was no reported adverse patient impact.